Event description:
The customer contact reported the delivery took longer than expected to complete. The pump was programmed to deliver an unspecified chemotherapy medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the delivery was not complete as expected. The customer contact indicated that the pt received the intended amount of chemotherapy; however, the duration was longer than expected. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was or provided including the expected and actual duration.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).